Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to verify the reported issue. Normal operation was confirmed through functional and performance testing. The device was then returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had powered off twice during patient treatment. There was patient use associated with this event but there was no adverse outcome reported. No other details about the patient or event were provided.